Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No hardware parts were replaced.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. The issue occurred intraoperatively during the register task and delayed surgery by less than one hour. It was reported that during an imaging device based nexframe case, after the initial 3d spin, one lead was on target and the other lead was 1mm medial to the plan. A confirmation spin was acquired, and that registration was used to re-implant the lead. There was no impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
After additional review of this event it has been identified that this event meets the definition of a serious injury. If information is provided in the future, a supplemental report will be issued.